Event description:
The customer reported a malfunction on the pump, specifically noting a momentary power loss to the vibrator motor, identified with malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.